Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead pacing thresholds slowly increased since implant and was capped as result. The lead remains implanted but is currently out of service. A new rv lead was implanted. There were no additional adverse effects reported.